Event description:
Additional information received reported that the patient was initially diagnosed with communicating hydrocephalus in 2011. Around (B)(6) 2016, the patient experienced worsening memory, balance, and urinary difficulties. Subsequently, the patient visited a neurologist and neurophsychologist. Both doctors recommended placement of a brain shunt, and on (B)(6) 2016, the patient successfully underwent surgery to implant a brain shunt. While the patient initially experienced relief after their implant surgery, their hydrocephalus symptoms including dizziness, headaches, blurred vision, neck pain, and eye pain quickly returned. On (B)(6) 2016, the patient visited the doctor for evaluation. The doctor noted that the patient's postoperative symptoms especially balance difficulties had substantially improved; however, this only lasted 2 or 3 days, and their symptoms had gone back to as it was before surgery. The doctor attempted to alleviate the patient's recurring symptoms by adjusting the valve noting the valve was set at 1.5. The patient had come back today and stated their symptoms overall remain the same. Therefore, the plan was to turn down the shunt from 1.5 to 1.0. It was noted that the shunt valve depressed and refilled easily. Despite the doctor's effort, the symptoms were not alleviated. On (B)(6) 2017, the patient consulted with another neurologist. The doctor ordered a CT scan of the patient's brain, and it showed that therewas fluid accumulated in their brain. The doctor noted that the shunt "appeared to be well-placed," but it was uncertain whether or not this particular valve was functioning. It was indicated that the patient's symptoms had not improved noting "subsequently patient's symptoms have recurred and a CT scan showed images are persistent moderate hydrocephalus despite shunt valve manipulation." A manufacturer representative was consulted at this time, and adjustments to the valve were made pursuant the representative's recommendations. After 2 weeks and based on the doctor's evaluation of the patient, the doctor confirmed the shunt had failed. On (B)(6) 2017, the brain shunt was replaced and required a brief hospital stay. After removal and replacement of the brain shunt, their symptoms were successfully alleviated long-term. On (B)(6) 2017, the doctor noted the patient was much improved, had no difficulties, and their eyes were better. They had no headaches and no pain and was much more active.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned valve was patent. The valve met the requirements for siphon, reflux, pressure-flow, and preimplantation testing. There was proteinaceous debris observed within the interior and exterior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open affecting the flow of fluid through the valve. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ a review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned valve was patent. The valve met the requirements for siphon, reflux, pressure-flow, and preimplantation testing. There was proteinaceous debris observed within the interior and exterior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open affecting the flow of fluid through the valve. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ a review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the valve was implanted with a setting of 1.5. According to the report, the patient was having headaches and dizziness so they changed the setting to 1.0. The patient's symptoms didn't improve so the valve was changed to 0.5. It was stated that the manufacturer representative was in the physician's office last month and verified the setting at 0.5 with the tools, and the x-ray showed 0.5 from the best they could tell. The physician then changed it to 1.0 for about 10 minutes and changed it back to 0.5 and told the patient to see how they felt over the next week. Reportedly, the valve was later explanted on (B)(6) 2017 and there was no injury to the patient.